Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The patient indicated that an implantable collamer lens was implanted into their eye. It was indicated that they were seeking a solution for haloes and starburst. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.